Event description:
It was reported that the catheter was partially occluded. A catheter access port (cap) contrast study was performed and revealed a poorly functioning catheter (B)(6) 2006. The catheter was replaced (B)(6) 2006. Per the reporter the medication "precipitated and fixed catheter to the extraspinal tissues with dense adhered scar tissue".there were no reported signs or symptoms and the outcome was noted as resolved without sequelae (B)(6) 2006. The pump contained bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # j11193r19, implanted on: (B)(6) 2002. Explanted on: unknown. (B)(4).